Manufacturer narrative:
On (B)(6) 2024, mentor became aware of an error submitted in the initial report. Corrected data: in the initial report, h11 additional manufacturer narrative should have been populated with the following information: at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-sep-2024, mentor received additional information about the event: it was reported that both of the patient¿s breast prostheses ruptured and that both breasts developed capsular contracture (baker grade unknown). This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-11518 for the report for the patient¿s left breast prosthesis. An updated implantation date (B)(6) 2007 was reported. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 800cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 27, 2024, mentor received additional information. Date of implant was updated to (B)(6) 2007 the patient is scheduled for removal surgery on (B)(6) 2024. It was also reported that the patient's right breast appeared misshapen. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 650cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis, which was confirmed via ultrasound. The patient also reported that her right breast was misshapen. At the time of this report, mentor has no information regarding explantation or an expected explantation date. A discrepancy between the date of implantation and manufacturing date was observed. The implantation date was provided by the initial reporter as an estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.